Event description:
Nurse inflated the balloon of the swan-ganz without return of air, no air or blood could be aspirated. There had been prior difficulty in wedging cath. It was removed and balloon noted to be ruptured.